Manufacturer narrative:
Aktuglu, k., erkan, s., okcu, g., ozkaym, n., tosyali, h. (2015). Should full threaded compression screws be used in adult femoral neck fractures? Injury, int. J. Care injured, 1-5. This report is for an unknown 16 mm partial threaded, 6.5 mm or 7.3 mm, cannulated screw/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, aktuglu, k., erkan, s., okcu, g., ozkaym, n., tosyali, k. (2015). Should full threaded compression screws be used in adult femoral neck fractures? Injury, int. J. Care injured, 1-5. The authors conducted a prospective, randomized study comparing the full threaded, cannulated compression screws of competitor device (group 1) versus 16 millimeter (mm) partial threaded, 6.5 mm or 7.3 mm, cannulated synthes screws (group 2) for the treatment of femoral neck fractures from may 2009 to may 2010. Forty-four patients were enrolled in this study during a one-year period at two university centers. Twenty two patients, 17 men and 5 women with mean age 41 years, were randomized for treatment with competitor device (group 1) and the other 22 patients, 17 men and 5 women with mean age 42 years, were treated with synthes device (group 2). Data evaluated included surgical time, fluoroscopy time, fracture type, radiological outcome, complications and functional status. All patients were followed-up for a mean of 14 months, until fracture union or a revision operation was performed. Complications in group 2 were one nonunion and one varus malunion. A copy of the literature article is attached to this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown 16 mm partial threaded, 6.5 mm or 7.3 mm, cannulated screw.